Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. New information added to the following fields: h3, h4, h6 and h11. Corrected fields: d9, e1 (add phone number) g2 (remove company representative and distributor). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a failure of printed circuit board prevented the images from being outputted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 establishment name: (B)(6). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had a blackout and the 12g-sdi out could not be received by the monitors. The issue occurred about 5 minutes into a test during a diagnostic procedure. The screen then appeared again without turning the power back on or restarting the computer when inserted into the imagenics. The image was stable thereafter. No error messages were displayed. The exact delay required for the interruption of the test is unknown and it was unknown whether additional anesthesia or sedatives were administered to the patient. The site decided that the test room would be moved and the test would be redone the same day. The procedure was completed using a similar device. There were no reports of patient harm.